Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that "powerpicc kinked within 24 hours of insertion. PICC had to be removed and replaced. Additional information provided 4/19/2023: date of insertion: (B)(6) 2023 into vessel selection: right upper basilic, date of removal: (B)(6) 2023, catheter trim length: 41, catheter external (exit site) length: 1.5cm. No power injection scan was performed. Patient needed to replace the line in the opposite arm, which resulted in extra unnecessary pokes and pain, additional costs to the patient, and anxiety that issue will repeat with the new device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that "powerpicc kinked within 24 hours of insertion. PICC had to be removed and replaced. Additional information provided 4/19/2023: date of insertion: (B)(6) 2023 into vessel selection: right upper basilic, date of removal: (B)(6) 2023, catheter trim length: 41, catheter external (exit site) length: 1.5cm. No power injection scan was performed. Patient needed to replace the line in the opposite arm, which resulted in extra unnecessary pokes and pain, additional costs to the patient, and anxiety that issue will repeat with the new device. Additional information received on 5/23/2023: catheter placed right upper basilic vein. Catheter trimmed to 41cm with 1.5 cm external to the patient.

Event description:
It was reported by the customer that "powerpicc kinked within 24 hours of insertion. PICC had to be removed and replaced. Additional information provided 4/19/2023: date of insertion: (B)(6) 2023 into vessel selection: right upper basilic, date of removal: (B)(6) 2023, catheter trim length: 41, catheter external (exit site) length: 1.5cm. No power injection scan was performed. Patient needed to replace the line in the opposite arm, which resulted in extra unnecessary pokes and pain, additional costs to the patient, and anxiety that issue will repeat with the new device. Additional information received on 5/23/2023: catheter placed right upper basilic vein. Catheter trimmed to 41cm with 1.5 cm external to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink in the catheter was inconclusive as the reported kink could not be conclusively seen in the returned images. Two coned down radiographic images of the right humerus were returned for evaluation. A PICC, consistent with the implicated 4fr s/l powerpicc catheter, was seen in the images. The PICC contained gentle curves as it entered the muscle and veins. No definitive kinks or coils were seen in the catheter shaft. It is possible that the catheter was kinked, but it could not be independently confirmed from the provided images. Possible contributing factors for a kink in the catheter could include catheter placement, patient anatomy, or catheter securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The report of a kinked catheter has been documented and will be monitored as part of complaint trending. H3 other text : evaluation findings are in section h.11.